Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were getting the settings not available message when trying to increase their intensity and the issue began at least about a week ago. Patient stated they were on group b program 1 at 3. 4 and when they went to increase to 3. 5 their intensity didn't change. Patient stated they reset the controller and agent reviewed information. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent also provided nas phone number. The reason for call was to report the event. The caller indicated that the patient could not increase the therapy intensity but could decrease. The rep met with the patient today and tested impedances. The main lead had a few electrodes out of range. 1 4 and 5 were available for therapy programming. The caller was not able to use the other electrode for therapy programming and the clinician programmer would display a message that said don't use 0 2 3 6 7 electrodes. The caller changed programming for the patient and told the patient to follow-up if they continued to have issues. The caller indicated that they were contacted about this issue yesterday (18 jun 2024) and the caller thought that the issue started over the weekend (B)(6) of 2024). The patient claimed that they contacted someone with manufacturer prior to contacting the rep but the caller did not know who was contacted or when the patient contacted this person. A rep called back and reported that they saw patient a couple of days ago as they were seeing "settings not avail able" again on their controller and upon impedance check, 2 additional electrodes (on 0-7 port) were out. Caller stated they tried reprogramming but patient just called them today indicating they are not getting back pain relief. Caller stated patient is going to see managing hcp's pa, (B)(6), and will likely be scheduled for lead revision.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial #: (B)(6), product type: lead. Product ID: 977a260, serial #: (B)(6), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-sep-2024, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 07-oct-2024, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot#/serial# (B)(6), product type lead. Product ID 977a260, lot#/serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported they do not have the date of revision. Rep reported they have attempted to work around the issue and patient continues to have more electrodes with high impedance.